Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually evaluated, and following was observed: the balloon burst longitudinally and radially with no balloon pieces missing. The inflation balloon single wall thickness was measured along the edges of the burst location and the measurements met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed based on evaluation of the returned device. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the 1st delivery system balloon ruptured during inflation. There was no extra volume added to the balloon prior to the inflation''. Additionally, the customer also reported that the patient had ''a previously implanted non-edwards surgical valve.'' During the product evaluation, the balloon was observed to have burst longitudinally and radially. A potential cause for the balloon burst is the presence of a preexisting bioprosthesis. The presence of a preexisting bioprosthesis can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, preexisting bioprosthesis can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, it is most likely that patient (preexisting bioprosthesis) factors may have contributed to the reported event. No manufacturing non-conformances that would have contributed to the complaint event were identified. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a mitral valve-in-valve procedure with a 26 mm sapien 3 ultra valve in a previously implanted non-edwards surgical valve, originally implanted for 11 years and 5 months, and failed due to to regurgitation. As reported, the 1st delivery system balloon ruptured during inflation. A 2nd system was used to post dilate valve. The thv was successfully implanted, and the patient was reported to be in stable condition at the end of the procedure. The delivery system is expected to be returned for evaluation.